Event description:
This case was reported by a consumer via email and described the occurrence of almost choked in a female patient who received poligrip (super poligrip denture adhesive powder) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the patient started poligrip. At an unk time after starting poligrip, the patient experienced almost choked and gagging. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Email: this case was reported by a consumer and described the occurrence of almost chocking and gagging in a female consumer, age unk, using super poligrip. No other information is available. Super poligrip denture adhesive powder is manufactured in (B) (4) and neither the product nor lot number for this product is available. (B) (4).